Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, high ion levels and loosening of the cup component at bone to implant interface. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   No code available (3191) is used to capture (device revision or replacement).

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metalossis. After review of medical records, it was indicated that the patient developed pain and evidence of implant loosening. He had elevated metal ion levels. The patient was then revised for painful right total hip arthroplasty with implant loosening and metal wear. Operative notes reported that there a significant amount of black-stained scar tissue consistent with metal wear. There was corrosion at the junction of the head and trunnion. The acetabular implant was found to have spun into an extreme anteverted position of almost 90 degrees. The dome were intact with just some small contained cavitary defects.